Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Initially reported in 2023 was noisy signals without any clinical signs or symptoms and without any intervention. After an update from (B)(6) 2025 the event became now reportable: the lead was capped due to fracture. Should additional information be received, this file will be updated.